Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illnesses. Health effect - clinical code (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent an unspecified breast surgery with a mentor memorygel, 425cc on the right and unknown mentor silicone on the left side, breast implant experienced right-sided symptomatic rupture and unexplained systemic symptoms postoperatively, including breast implant illness, pain, fatigue, and asymmetry. The issue was confirmed through MRI imaging. As a result, patient underwent bilateral removal without replacement on (B)(6) 2022. This report relates to the left prosthesis.